Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that although the handle used for locking the articulating arm was rotated and fixed, the fixed strength was weak. This issue was noted outside of a procedure, and there was no patient involvement.